Manufacturer narrative:
Date sent to the FDA: 02/25/2020 additional information: d3,g1,g2 corrected information: g1.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. Mwr-30012019-0000317710 submitted for adverse event which occurred on (B)(6) 2011. Mwr-30012019-0000317747 submitted for adverse event which occurred on (B)(6) 2017. Mwr-30012019-0000317714 submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was also reported that the patient underwent laparoscopic takedown of massive adhesions. It was reported that the patient underwent a repair of a recurrent hernia on (B)(6) 2011. It was reported that the patient underwent an incisional debridement of abdominal wall abscess with wound vac on (B)(6) 2017. It was reported that the patient underwent removal surgery on (B)(6) 2018. It was reported that the patient experienced severe pain, seroma, infections, massive adhesions, nausea, diarrhea, recurrence, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information is provided.